Event description:
Patient was implanted at l3 - l5 with click x construct; post operatively rods were noted to have slipped out of the lower screws. Patient was revised to all uss instrumentation. This is the first of two reports for this event.

Manufacturer narrative:
Manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn, as no device was returned, and no lot number was provided.